Manufacturer narrative:
The investigation of the returned pull magnet has been completed. Its function is to open and close the safety valve, which is part of the inspiratory section. The field service engineer (fse) identified the pull magnet as cause for the reported issue, it was replaced and the ventilator passed all functional and safety tests. The returned pull magnet was tested in a reference ventilator, it passed all tests and ventilated without any issues. Nothing wrong could be found. The fault appears to be intermittent. Evaluation of device logs confirms the reported issue on several occasions, the first one on (B)(6) 2017, date of event is corrected to this. If the safety valve fails it can lead to stop of ventilation or to too high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms. The root cause of the reported issue could not be determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).